Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The doctor reported to sales rep that a ceramic femoral head has been broken after 5 years of surgery. The broken implant has been noticed during a x-ray procedure and a revision surgery is required.

Manufacturer narrative:
An event regarding a fractured ceramic head was reported. The event was not confirmed. Method & results: - device evaluation and results: not performed as device remains implanted. - medical records received and evaluation: not performed as no information was received for review with a clinical consultant. - device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. - complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, x-rays, progress notes, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
The doctor reported to sales rep that a ceramic femoral head has been broken after 5 years of surgery. The broken implant has been noticed during a x-ray procedure and a revision surgery is required.